Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting to peritonitis and was hospitalized for the event. The breach was further described as a touch contamination. The peritonitis was manifested by abdominal pain. Seven days after the onset, the patient was treated with cefazolin (1g, intraperitoneally for ten days) and ceftazidime (dose, frequency, and duration unknown). At the time of this report, the patient had recovered from the event and was retrained on proper aseptic technique. Action taken with pd therapy was not reported. Additional information is not available.